Event description:
It was reported that the patient presented to the clinic for routine follow up with the pulse generator exhibiting backup vvi. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.